Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported provided a letter of recommendation from their dentist. In the letter the dentist stated the patient to discontinue aligner treatment. After careful evaluation of their oral health and progression of their treatment overtime, I have determined that the use of byte aligners is contraindicated due to the development of gingival recession, which I have identified as being most likely related to the use of aligner therapy.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.